Event description:
It was reported that the patient experienced intermittent shocking and "surges" in stimulation. It was unknown when the shocking sensation began and it was also unknown if there was any trauma or falls related to the onset of the symptom. The patient also experienced intermittent stimulation. According to the patient programmer, the implantable neurostimulator (ins) battery was low. Battery longevity was calculated to be 116 months using the following parameters: 1.5 v, 450 's, 55 hz, continuous usage, and 800 ohm impedance. The actual time since implant was 46 months. Impedance values were previously measured and found to be high, and a lead revision was already planned. Follow-up information reported the patient was going to have ins replacement surgery on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Event description:
Additional information requested reported that the system was replaced on (B)(6) 2012. It was noted that there was no known malfunction of the device and the battery depletion was considered normal. It was further noted the patient was receiving effective therapy with the new device.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2003, explanted: na; product type extension product ID 7435, serial # (B)(4); product type programmer, patient product ID 3587a, lot # lb8277, implanted: (B)(6) 2003, explanted: na; product type lead product ID 3550-09, lot # lb7831, implanted: (B)(6) 2003, explanted: na; product type plug/boot.